Event description:
Approximately three months post hvad implantation the patient expired after experiencing a hemorrhagic cerebrovascular accident (hcva). He was transported to the emergency department via ambulance after reporting nausea, dizziness, and headache. The patient was unresponsive upon admission to the cardiothoracic ICU. A brain CT scan revealed a hcva with herniation. The patient's status was changed to do not resuscitate (dnr) and he expired the next day. The official cause of death is listed as hcva. The pump was explanted, but was retained by the site. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient called the facility's answering service and indicated that he had a headache, felt nauseated and dizzy. Upon the facility's request, the patient was transported to the emergency room (ER) via ambulance and was found to be unresponsive upon arrival. Computed tomography (CT) revealed a large hemorrhagic cerebrovascular accident (hcva) with herniation. The patient was a do not resuscitate (dnr) per the family's request and expired on (B)(6) 2014 with the official cause of death listed on the death certificate as hcva. The facility staff is unsure if the event was pump-related or what could have contributed to the event. The device was not returned for evaluation because the facility opted to retain the device. Bleeding, stroke and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Corrected data: the patient expired on (B)(6) 2014.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.